Event description:
It was reported that, during a replacement procedure, loss of capture (loc) was noted in this implantable lead. It was suspected to be an issue with these older leads as it have been implanted for over a decade. Subsequently, these leads were surgically abandoned and new leads were implanted instead. No additional adverse patient effects were reported outside the revision procedure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).